Event description:
The customer reported the sys failed to display an image. No report of a pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The faulty part was repaired. The sys was then found to be operating as intended.